Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer was hospitalized for their high blood glucose on (B)(6) 2015 for diabetic ketoacidosis. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement tests. The insulin pump was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump was monitored. No unexpected battery out limit alarms noted. All operating currents tested within specification range. The insulin pump had a broken reservoir tube lip, minor scratches on display window, missing endcap sticker and cracked case near display window corners noted during visual inspection. A corroded battery tube also noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.